Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing jaw and ear pain for several weeks. Patient seen an ent, and nothing is wrong with patient's ears. Patient believes it is tmj, as the pain is in the far back of their jaw on the right side. Requested additional information from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.